Event description:
The manufacturer received information alleging patient harm occurred while a ventilator was in use. Attempts made as to the extent of the patient harm were unsuccessful. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen sensor was observed. The device's oxygen sensor was recalibrated to address the issue.